Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges cough and heart issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges cough and heart issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges cough and heart issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the internal investigation, manufacturer observed unknown contaminants on the flip doors, top enclosure, pca, rear panel, bottom enclosure, inside iso port, blower box, blower, blower seal, and on the ui panel, also observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and inside the iso port. Keratin-like contamination was observed around the blower output seal. The manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. In box b: adverse event/product problem, outcomes attributed to ae has been updated. In box d: device available for eval?, date returned to mfg has been updated. In box g: date received by mfg has been updated. In box h: type of reported complaint, device evaluated by mfg has been updated. In box h6: health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.